Event description:
A 22 guage needle was introduced into the lower pole calyx. The needle was withdrawn and the dilator/stiffner combination was then introduced into the collecting system. Several attempts to withdraw the 0.018 wire failed with kinking or coiling apparent near the tip. Gentle traction accidently severed the guidewire which remained within the left flank region. The 10 cm long guidewire migrated freely into the peritoneal space and lodged between several bowel loops. The introducer site was withdrawn and a second attempt was successful. On 8/12/92 patient underwent laporotomy (ureterolithotomy) for removal of the wire. The wire was easily located and found to be at the location of the distal ileum. There was a small blood clot at one end of the wire, but there was no evidence of perforation or irritation of the peritoneumdevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, unanticipated, guidewire. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.